Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side capsular contracture, unknown baker grade, and anxiety.

Event description:
Patient reported right side capsular contracture, unknown baker grade, and anxiety. Additional findings of presence of nodules and microcalcifications outside of the nodule, per ultrasound. Device remains implanted.